Event description:
The customer reported that, while on a pt, the ventilator's visual alarm indicated high pressure limit, but the audible alarm was barely detectable. There was no pt harm or change in therapy. The mallinckrodt customer support engineer could not duplicate the event but replaced the alarm assembly as a precautionary measure.